Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were all pieces retrieved and accounted for? Did retrieval of the piece(s) alter the procedure in any way? If yes, please explain. I am unable to know if all pieces are accounted for - the device was boxed and bagged up post - up so unable to open and see. The procedure was not altered in any way.

Event description:
It was reported that upon removal of stapler from patient's chest, the scrub nurse released the stapler to open the jaw to remove used cartridge and noticed a yellow clear plastic piece had just fallen out. Not sure what would have caused it. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p58w2k. Device evaluation: the analysis found that one psee60a device was returned in good visual condition and with a gst60g cartridge reload present. The cartridge reload was received with the one-piece sled detached and unfired making it nonfunctional. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.